Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Philips technical support advised for white screen to replace the video graphic assembly (vga) card, if the issue continues to replace the" vga cable". Advised customer after that if the issue continues to replace the liquid crystal display (lcd). Tech support provided part numbers for all suggested parts. Customer replaced the vga card to correct the issue.

Event description:
Customer reported white screen. No patient/user harm reported. Event date not specified; estimate used.